Event description:
The manufacturer received information alleging a ventilator was alarming for an internal battery depleted alarm condition. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. An error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.